Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that occlusion issue with the infusion set site within 3 or more hours after insertion on (B)(6) 2024. The patient changed soft cannula infusion set only and resumed insulin. The insertion site of the infusion set was at upper buttocks. The customer confirmed regularly rotate site location. The customer experienced frequent and/or recurring infusion set issues. No further information available.

Manufacturer narrative:
Patient country: united states.